Manufacturer narrative:
Corrected b5 narrative: it was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2014 and mesh was implanted. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Report submission exceeding 30-days due to fdas exemption transitioning period.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2014 and mesh was implanted. No additional information was provided.